Event description:
It was reported that the subject programmer went into a boot loop during operation and no longer boots normally and was unusable.

Event description:
It was reported that the subject programmer went into a boot loop during operation and no longer boots normally and was unusable.